Manufacturer narrative:
The investigations did not identify a product problem for six of the events. The cause of these events could not be determined. The follow up/corrective actions for one of these six events were: the pre-wash lines were cleaned. The sample probe was replaced and adjusted. The liquid level detection, prewash system, probes, and mixer were adjusted. The wash bath was cleaned. The follow up/corrective actions for one of these six events were: the liquid level detection board and sample probe cables were changed/repaired. The follow up/corrective actions for one of these six events were: the field service engineer (fse) did not identify a root cause. The fse adjusted tube holders and centered probe on the tube in the sample position. The customer was advised about the importance of proper sample draw volumes. The fse ran a 20 sample precision and qc with no errors. Diagnostic testing was completed within specification. There were no follow up/corrective actions for three of these six events. The investigation for one event determined the analyzer was contaminated. The follow up/corrective action for this event was decontamination of the analyzer. The investigation for one event determined the sipper probe was dripping and pinch valve assembly was mis-firing. The follow up/corrective action for this event were: replacement of the pinch valve assembly, performance of preventive maintenance, mechanism checks, and diagnostic checks. Calibration and controls were acceptable. The customer has had no further issues. The investigation for one event determined that the mixer was bent, causing the erroneous result. The follow up/corrective action for this event were: the mixer was replaced. The investigation for one event determined that the photomultiplier tube high voltage adjustment and blank cell calibration needed to be performed since performance testing was outside of range. The follow up/corrective action for this event were: the photomultiplier tube high voltage was adjusted and a blank cell calibration was performed with no issues. The customer ran calibration and controls with no issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial #s: (B)(4).

Event description:
This report summarizes <noe>10</noe> malfunction events. Erroneous low results were generated by 10 cobas 6000 e 601 module analyzers. The events involved a total of 10 patients with the following: one erroneous result for the elecsys pth immunoassay, 6 erroneous results for the elecsys hcg + beta test system, one erroneous result for the elecsys hcg test system, and two erroneous results for the elecsys probnp ii immunoassay. Five patients' ages ranged from (B)(6) to (B)(6). There were 8 females.